Event description:
During preparation of the heart lung console for cardiopulmonary bypass, the air detector sensor was observed to be faulty. There were no adverse consequences to the patient as a result of this event.